Event description:
It has been reported that one bd phaseal optima injector (n35-o) has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the rx tech was preparing paclitaxel. After rx tech withdrew the drug out of the vial using a p20-o/n35-o, rx tech injected the drug into the bag. Upon disconnect, rx tech noticed a small amount of residue on c100-o membrane. Event description per attached bd global complaint form states, "rx tech was preparing paclitaxel. After rx tech withdrew the drug out of the vial using a p20-o/n35-o, rx tech injected the drug into the bag. Upon disconnect rx tech noticed small amount of residue on c100-o membrane. There was no residue on the p20-o membrane. P20-o and n35-o lot #s included."

Manufacturer narrative:
H.6. Investigation: five unused samples from lot 1907102 were returned to our quality team for investigation. The injectors were connected to a sample adapter and penetrated ten times. One of the samples had exceed the required limits for the leakage testing and were sent for additional evaluation. CT scans were performed on the product and could not identify any difference in the characteristics of the membrane for the samples that did not meet the leakage requirements versus those that were within required specification. A device history review was performed for lot 1907102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed on all lots. Testing was reviewed for infusion injector lot 1907102, all results were found to be within specification. Five retained injectors of the same lot had been evaluated and in all cases, the product performed as intended and no leakage was observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd phaseal optima injector (n35-o) has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the rx tech was preparing paclitaxel. After rx tech withdrew the drug out of the vial using a p20-o/n35-o, rx tech injected the drug into the bag. Upon disconnect, rx tech noticed a small amount of residue on c100-o membrane. Event description per attached bd global complaint form states, "rx tech was preparing paclitaxel. After rx tech withdrew the drug out of the vial using a p20-o/n35-o, rx tech injected the drug into the bag. Upon disconnect rx tech noticed small amount of residue on c100-o membrane. There was no residue on the p20-o membrane. P20-o and n35-o lot #s included."